Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer experienced high blood glucose 400 mg/dl. Sg value from reported event was 142 mg/dl. Sensor glucose value that triggered suspend event was 49 mg/dl. The difference between the sensor glucose level and blood glucose level was 258 mg/dl the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be and the sensor will be returned for the analysis.